Event description:
In our focal workstation, the set up reference dialog is used to generate shifts from the "scan reference point" position to the "setup reference point". In release 4.34 the ability to manually enter the shifts was introduced, by entering these shifts the "setup reference" point is moved as defined by the user. A user reported that a patient is defined as prone and the shifts are manually entered and the "lock shift" box is checked, the "x" coordinate (left/right) and the "z" coordinate (anterior/posterior) are reversed (left to right, anterior to posterior). This could potentially lead to incorrect isocenter definition for prone patients. Isocenter location should be checked with portal imaging and, if performed, it will be evident to the user that this isocenter is incorrect. The user reported that there were no patients injured as a results of this software bug.

Manufacturer narrative:
Customer advisory (attached) will be sent to all affected customers in april 2009. The problem will be resolved in release (B)(4), which is scheduled to be available in august 2009.